Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the frardrive steerable sheath was selected for faraview procedure. It has been mentioned that the valve of the sheath was broken. No patient complications occurred. The procedure was completed using different device (same model). The product is expected to return for analysis.

Manufacturer narrative:
It was reported that this event is duplicate to complaint record (B)(4), reference number 2124215-2026-07635. If new information is provided in the future, a supplemental report will be issued with complaint record (B)(4), reference number 2124215-2026-07635.

Event description:
It was reported that the frardrive steerable sheath was selected for faraview procedure. It has been mentioned that the valve of the sheath was broken. No patient complications occurred. The procedure was completed using different device (same model). The product was returned for analysis and will be investigated under complaint record (B)(4)/ reference number 2124215-2026-07635. It was reported that this is the duplicate complaint of 22183805. Therefore the complaint will be analyzed under complaint record 22183805